Event description:
The event involved unspecified spiros product with unknown item and lot numbers where the customer reported that the device was leaking. This occurred 2 times. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. D4: UDI # is unknown because all product information is unknown.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: one used list# cl4131, 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap; lot# 13890199 one used list# unknown, 5% dextrose injection usp 150ml IV bag; lot# unknown. The set was leak tested and leakage was identified on the used set from the spiros. The reported complaint of leakage was confirmed. The probable cause of the leakage is a dislodged o-ring. The probable cause of the dislodged o-ring is unknown. The DHR was reviewed and no relevant nonconformities were found that would have led to the reported complaint. Additional information can be found in b5, d1, d4, d10. Updated information can be found in d9, g4 - PMA/510(k) # and h6 component codes. Corrected information can be found in e1 - initial reporter region state and e1 - initial reporter zip code.

Event description:
Additional information from the customer was received on 13-feb-2025 stating that the product involved is a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap. The majority of the leaks reportedly occurred after the secondary tubing was connected to the primary set. Additionally, the integrated spiros on the secondary chemo set starts leaking as soon as the secondary line is unclamped before the infusion has been started. Although there was patient involvement, there was no report of any human harm associated with the complaint/event. Additional information was again received by the customer on19-feb-2025 stating that there were 2 occurrences for lot number 13890199.